Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following warning: malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00463 / 00465).

Event description:
It was reported that patient underwent revision procedure of competitor's product on (B)(6) 2013. During the procedure an arthrotek screwdriver fractured and another was used to complete the procedure without a delay in the procedure or injury to patient. Following the procedure, post op x-rays found the stem to be malpositioned. The patient was taken back to the operating room to correct stem position. During this procedure, the taper disassembly tool cross threaded with the proximal body, causing damage to both implant and instrument. A stem extractor and slap hammer was then attempted for use to remove the implant; however the slap hammer sheared off inside the extractor. A replacement instrument set was used to remove the stem. During the removal attempts, the cup became dislodged. The procedure was completed by removing and replacing the cup, proximal body and stem.